Event description:
It was reported that during a lead replacement procedure, the new right ventricular lead would not extend fully. The helix was not extending or retracting properly while the physician was trying to implant the lead. Patient was asymptomatic. The lead was removed and replaced. Patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
The reported event of helix would not fully extend was not confirmed in the laboratory. The damage found was sustained during the surgical procedure. The lead was otherwise normal.